Manufacturer narrative:
(B)(4) - vegetations on valve. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was provided as: mrsa.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 2 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis and vegetations on the valve. According to the discharge summary and operative report: "patient is a (B)(6) year-old male who presented to the emergency room complaining of muscle pain and cramping. He has a known history of endocarditis and IV drug replacement, a re-replacement, débridement and open chest. He was then readmitted in (B)(6) 2009 and had a tricuspid valve repair. He also had a permanent pacemaker implanted removed and then reimplanted. He had a tee during this admission that showed a 2.8 cm vegetation on the prosthetic valve. Infectious disease was following patient. The patient was in need of redo aortic valve replacement...there was wide open insufficiency on transesophageal echocardiogram...the aorta was then opened aortic valve was inspected there were multiple vegetations on the homograft leaflets. In fact, the non coronary leaflet was completely destroyed, hanging off the aortic root by a very small remnant and was ready to embolize. There was no other evidence of endocarditis. The aortic valve was debrided. The root did not appear to be infected."